Manufacturer narrative:
72404156, 104389003, reservoir 100 ml pc/iz, device impotence mechanical/hydraulic.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device no longer works. Fluid loss at an unknown location was observed. All components were explanted and replaced. No adverse patient effects. Additional information was received. Device no longer works. No adverse patient effects.